Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: exact date is unknown. Iol was implanted in 2018. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code: 4581: device dislocation an attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a history of atopy underwent implantation of an intraocular lens (iol) in combination with a capsular tension ring (ctr) in 2018. Account indicated that the patient did well after surgery with no problem of centering. However, some days ago, the patient complained of having difficulty seeing. The reporting physician examined the patient's eye and found that the iol haptics were located vertically and the iol had moved slightly. The trailing haptic deviated from the center. The axial length was 24.15 millimeter. A secondary operation was conducted to center the iol, and the patient¿s visual acuity recovered. The issue has been resolved, and the patient has no problems or injury. No further information was provided.